Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer's blood glucose level was 400 mg/dl which was treated with the manual injection. The customer reported that the insulin pump quit working. The customer alleges the insulin pump was under delivering. The customer was reporting the nausea and thirsty like symptoms related to the high blood glucose. Both the devices will not be returned for the analysis.